Event description:
A discordant high troponin result was obtained on the immulite 2000 instrument for one patient. The physician questioned the result and the sample was repeated with lower results. The corrected result was reported out. There was no known report of treatment given or withheld based on the discordant troponin result.

Manufacturer narrative:
A siemens global product support specialist evaluated the immulite 2000 instrument data and determined that the cause of the discordant troponin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.